Manufacturer narrative:
Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. The device was received for evaluation by the manufacturer and the investigation is in progress. A supplemental report will be submitted upon completion of this activity.

Event description:
It was reported that patient¿s blood glucose (bg) levels reached 20.3 mmol/l (365 mg/dl) while wearing the pod for over 48 hours on the abdomen. The patient was unsure if the cannula was properly seated in the infusion site. As treatment for the patient's elevated bg levels, a new pod was applied and a correction of 5 insulin units was delivered through the device.

Manufacturer narrative:
The returned product was evaluated and performed as designed. No defect or deficiency that would result in the cannula to fail to insert correctly or the pump to fail to deliver insulin was found.